Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that when they were exercising they notice their smart watch recorded a higher heart rate than what they're programmed to. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.